Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer did not remove any residual air from the cartridge. Customer reloaded existing cartridge to resolve the issue. Customer¿s blood glucose level was not impacted.